Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that there was a possible right ventricular (rv) lead integrity issue. The rv lead exhibited an increase in impedance and high impedance. Unstable and increased thresholds were also noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the rv lead was explanted due to noise and a polarity switch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.